Manufacturer narrative:
The compliant for difficulty to deflate the balloon is inconclusive due to the condition of the sample. The od of the internal balloon is encapsulated with a white and brown residual material. This material is totally encased around the circumference of the balloon. The diameter of the feeding tube in the area of the balloon has increased due to this accumulation of residual material. During functional testing, the balloon inflated and deflated with no difficulty. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Difficulty deflating the internal balloon. The device was removed endoscopically. During the removal of the device the user cut the catheter.